Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested a parts ID for: "black housing plug"/ retention clips. The ac power module had a broken inlet port, plastic tabs. There was no reported adverse patient impact.